Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
Related manufacturer reference number: 2017865-2021-32644, related manufacturer reference number: 2017865-2021-32645, related manufacturer reference number: 2017865-2021-32646. It was reported that the patient developed an infection. The implantable cardioverter defibrillator, right ventricular lead, left ventricular lead, and atrial lead were explanted. The patient was stable post procedure.